Manufacturer narrative:
The pump was received with currents within specification. The pump passed the self test and unexpected restart error alarm tests. No external ram crc or unexpected restart error alarm anomalies were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a crack near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several external ram error alarms. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer stated that the bolus amount was recorded in the bolus history. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.